Event description:
Additional information: it was reported that the patient underwent surgical reposition of the device pocket from the lower-right quadrant to the upper-right quadrant 2013 (B)(6). The patient had recovered without sequel 2013 (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown. Product type: catheter. (B)(4). Analysis of the pump found no anomaly.

Event description:
It was reported that this patient had pump pocket necrosis. A surgical revision was therefore performed, during which the pump was replaced and the catheter was spliced. The patient resolved without sequelae. The pump was delivering compounded baclofen and dilaudid.